Event description:
Small piece of resolution endo clip came off during deployment of resolution clip. Small piece was retrieved and resolution clip remained intact. Resolution clip packaging, deployment cord and small piece all kept and set aside for documentation and investigation purposes. FDA safety report ID# (B)(4).